Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test due to moisture damage inside the force sensor resistor (gold). There was no rewind anomaly noted, but the insulin pump did have a scratched display window and a cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 137 mg/dl at the time of the call. He stated there unable to exit the "preparing to prime" process and been having issues with the buttons being hard to press. The customer stated the insulin pump was not bumped or dropped, and the drive support cap appears intact. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.